Event description:
Complainant reported having hurt back in 3/90 at place of work, stating they were then diagnosed with a ruptured disk. Because of the continuous severe pain and the reluctancy of the physicians to do surgery, a drug infusion pump was inserted into body for administering of pain medication. A second infusion system was inserted. Complainant is alleging scar tissue, but doens't know whether it is a defective infusion system, the improper insertion of the pump by physician, problems incurred by the infusion pump, or both, or other reasons. Complainant stated they had appt with another physician (orthopaedic) in november to determine if surgery could be done and the infusion pump removed. It cannot be determined that the problem could be attributed to the drug infusion system.